Event description:
Note: this report is one of two complaints that pertain to the same event. It was reported to boston scientific corporation that a gold probe was used in the doudenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the first gold probe tip fell off and the same happened to the second needle after applying gold probe to bleeding ampulla. The tip was retrieved by pulling through scope with rat tooth/alligator forceps. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b1, b2 and h1 has been updated. Block h6: device code a0501 captures the reportable event of distal tip detached. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event. It was reported to boston scientific corporation that a gold probe was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the first gold probe tip fell off and the same happened to the second needle after applying gold probe to bleeding ampulla. The tip was retrieved by pulling through scope with rat tooth/alligator forceps. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event.